Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The imaging evaluation stated the length from the proximal end of the device to where the narrowing occurs appears to measure ~ 29 mm. The length of all devices within the rci and the rei appears to measure ~ 122 mm. Diameters range from 5.8 mm ¿ 6.8 mm. There appears to be a narrowing within the device at the distal rci, compression cannot be confirmed without a comparison imaging set. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), the gore® excluder® iliac branch endoprosthesis is to be used in conjunction with the gore® excluder® aaa endoprosthesis and is not intended to be used on its own.

Manufacturer narrative:
(B)(4). A review of the manufacturing records verified the lots met all pre-release specifications.

Event description:
On (B)(6) 2016 a patient was treated for a right internal iliac artery aneurysm with gore® excluder® iliac branch endoprostheses. The gore® excluder® aaa endoprostheses were not utilized in the procedure. On (B)(6) 2016 images revealed compression of the right external iliac artery component. On (B)(6) 2016 a reintervention took place whereby an additional 8mm x 40mm stent was utilized to treat the compression. Good flow was restored through both the internal and external iliac artery components. The patient did well following the procedure.

Manufacturer narrative:
(B)(4).